Event description:
The customer reported a communication error e219 involving an olympus gastrointestinal videoscope. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image (black). A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: there was no data transmission due to the charge-coupled device not working the date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.